Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint by the medical examiner (me) on the v60, indicating that a 1104 "backup alarm failed" alarm error occurred. There was no patient involvement at the time the issue was discovered as the issue occurred during periodical device checking. The device kept operating when the alarm occurred. The sales representative visited the hospital, replaced the device with another v60, and confirmed that the alarm had occurred. There was no reported delay in therapy. The medical examiner (me) called technical support to report that a 1104 "backup alarm failed" alarm error occurred during periodical device checking.

Manufacturer narrative:
H11: 1104-backup alarm failure was confirmed to have occurred during power on self test (post). Based on this information, this is not a reportable event. Based on this information, the issue does not meet the reportability criteria, therefore, this complaint no longer meets reportability requirements.